Event description:
It was reported during in clinic follow up that the atrial lead exhibited a failure to capture. Dislodgement was confirmed via x-ray. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations did not find any anomalies on the lead with except for damage consistent with that occurring at the time of the procedure.